Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: ventilator experienced a low oxygen alarm and oxygen supply failed alarm during a patient ventilation. The patient was not harmed.

Event description:
The following was reported to hamilton medical ag: ventilator experienced a low oxygen alarm and oxygen supply failed alarm during a patient ventilation. The patient was not harmed.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - additional information: fields b4, g6, h2, h6 and h11 are updated. The unit alarmed with a low oxygen alarm during ventilation. Nevertheless, the event did not cause or contribute to a death or serious injury. A low oxygen alarm itself is not a malfunction but a safety mechanism of the device that activates when monitored values deviate from the set range. The event could not be duplicated and therefore no root cause could be determined. There is no information that reasonably suggests the device has malfunctioned, nor that the device or a similar device would be likely to cause or contribute to a death or serious injury if the event were to recur. Therefore, based on this information, the event is assessed as no longer reportable, and the case can be closed with this follow-up report.